Event description:
The customer reported that the canopy had a tear on the end panel. No pt injury was reported.

Manufacturer narrative:
Tear on panel. Evaluation: results: evaluation of the returned product shows that the bed was 2 foot of broken stitches on the patient surface.